Event description:
It was reported by customer that during use, the cs100 (iabp) had a loop leak error in the equipment. The backup unit was immediately replaced, and no personal injury occurred.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field- h6-component codes.

Event description:
N/a.